Event description:
It was reported that during the implant procedure there were several attempts to position the right ventricular lead that resulted in poor sensing and threshold measurements. The attempted lead was removed and replaced with a new lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary (B)(4) the full lead was returned and analyzed. Primary analysis finding noted that no anomalies were found. The lead cable/coil conductor was not obstructed at the lv1/distal with blood. The distal end/electrodes were covered at the lv1/distal with blood. There was insulation breach (extrinsic) overlay tubing cut. There was insulation breach (extrinsic) outer insulation cut. Visual analysis noted the lead was damaged at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.